Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the report of medstation es main (ghost pocket need to be remove) issue was confirmed by the fse. According to work order (B)(4), field service engineer (fse) reported that the controller board on drawer 5 1 was found to be faulty and was replaced. The connections were re-seated, and a ghost pocket issue was identified in the software. Bd support was engaged, and a csc case was opened for resolution. Finally, the drawer successfully passed inventory testing. According to laboratory inspection, no physical damage was observed on the controller board. All components were present and properly aligned, with no signs of detachment or malfunction. Dchu laboratory testing was performed using a calibrated digital multimeter (dmm), and the specified testing points showed correct readings. Afterwards, the hta was conducted, which the board also passed successfully without any failures. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d) root cause: the root cause could not be identified, as the issue could not be replicated. No faults or anomalies were observed throughout the evaluation process.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. As per part investigation, it was determined that no faults or anomalies were observed. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) after running diagnostics and checking voltage on the controller board, determined that the board needed replacement. The fse replaced controller board, reseated drawer connections and identified a ghost pocket issue within the software. Worked with bd support to resolve the software and escalated the issue as needed. System was functioning properly. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.